Manufacturer narrative:
Three 139112ext were received in unopened original packaging the reported catalog and lot numbers were verified. Visual inspection was unable to find any abnormalities or defects. Dye leak testing of the device packaging was unable to find a breach of the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 41 complaints regarding 115 devices for this device family and failure mode. During the same time frame 3,063,335 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00004. Per the instructions for use, the user is advised the following; - these devices should be inspected before and after each use. - visually examine the devices for obvious physical damage including; - cracked, broken or otherwise distorted plastic parts. - damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. -inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected three (3) 139112ext, ultraclean electrode blade 4", due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury with reoccurrence.